Event description:
Four implants were placed 5/31/96. All were removed 3/12/97. Pt was a heavy smoker and refused to stop at all. No infection was noted. See also 97-307a, 97-307b. One person affected.